Event description:
Prior to use a vcare balloon was tested by the surgeon and found to not be inflating properly. A second vcare was opened and tested by the resident. The second vcare device was also found to not be inflating properly. A third device was opened was in working order. It was noted by staff that all three of the vcare devices were of the same lot number. The procedure continued without any harm to the patient. One of the devices that were found to be malfunctioning was saved for failure analysis.